Event description:
Left femoral artery was accessed for the procedure. During the insertion of the csi orbital atherectomy device the tip of the device embolized in the right common femoral requiring snaring of the tip. All pieces were removed and no harm noted to patient.